Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 2 day post op exam. The patient's commented blurry distance vision on the right eye. The flap was lifted and smoothed out to resolve the striae. There was no loss of best corrected visual acuity (bcva). The surgery center reported the symptoms have been resolved. Post op: bcva from (B)(6) 2017; right eye post-op 20/20 .50 x .00 x 90; left eye post-op 20/20 -1.00 x -.25 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.